Event description:
Laparoscopic cholecystectomy- "surgeon had trouble placing trocar initially. Trocar was placed and 20 ml syringe was used to inflate balloon. Upon removal near end of the case the surgeon noticed the balloon was torn. The balloon also fragmented and she removed two pieces of the balloon from the patient's abdomen."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. During the manufacturing process, all kii balloon blunt tip trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.